Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the sheath and the imaging window were separated in the distal end of the strain relief. Kinks were observed in the sheath assembly from femoral marker to the proximal end. Damages (pinch and hole) were observed in the imaging window assembly in the distal end. The guidewire exit hole was lifted up. The imaging core was pulled out from the sheath. It was unable to perform functional test due to the returned device condition. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-nov-2016. It was initially reported that lost image occurred; however, additional information received on 25-nov-2016 stating that the correct issue with the imaging catheter was a stuck in stent. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the opticross¿ imaging catheter was stuck in the stent. The physician cut the opticross¿ and removed from the patient. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.